Event description:
The patient passed away on (B)(6) 2021 due to right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed, a pump stop. Which appeared to be associated with a driveline disconnect event. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported, right heart failure and patient outcome could not be conclusively determined through this evaluation. The controller event log file contained data from 20:42:33 on (B)(6) 2021 through 10:35:20 on (B)(6) 2021, per the timestamps. At 4:16:28 on (B)(6) 2021, the driveline appeared to be disconnected, causing the pump to stop. This event was associated with power b broken, power a broken, com b fault, com a fault, and low pump current fault flags. As well as low flow, driveline disconnect, and lvad off alarms. The event lasted approximately 10 seconds. Following which, the pump regained speed and assumed normal operation for the remainder of the file. Despite the observed events, the pump appeared to function as intended. The account originally reported, that although the patient had been in the emergency department (ed) at the time of the event, no one (patient/staff) had heard the alarm. However, it was later reported, that a staff member in the ed had confused the white power cable with the driveline. And accidentally disconnected the driveline. Multiple were made to obtain additional information, regarding the reported events as well as the return status of the pump. However, no further information was provided by the account. And the device has not been returned to date. If heartmate 3 lvas, serial number (B)(6) is returned at a later date, this investigation may be reopened to include the evaluation of the device. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿ lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure, during or shortly after implant and outlines the associated treatment options. Additionally, section 6 (under caution!) Explains, that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system, due to reduced filling of the pump. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm, that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation". Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm, that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains, that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08dec2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2021-01402. It was reported that the patient's log files were sent for review. Upon review of the log files, technical services noted pump stop caused by driveline disconnects that occurred at 4:16:28 and was reconnected at 4:16:38. There were no other unusual events within the log file. The site reported that the patient nor the hospital staff heard the alarm. The patient was in the emergency department at the time. Technical services was not sure why the alarm did not sound but recommended the controller be exchanged.